Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member reported information on behalf of the patient. It was stated that the patient had a poor communication screen on their programmer. They were not able to communicate between their implantable neurostimulator (ins) and recharger either. It was noted that the patient last felt stimulation a day or so ago, and last successfully recharged their device two days ago. The caller stated that the patient does not recharge their battery to 100%, but keeps it around 50% full. The patient charges directly on their skin, and can feel the device. It was mentioned that the patient has had no falls or accidents. The patient was to follow-up with their healthcare provider, but was going to look through paperwork to find out who their doctor was because they couldn¿t remember who it was. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.